Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21698. It was reported that the patient presented for implant of the right atrial and ventricular leads. During the procedure the patient coded and was pronounced deceased following resuscitation efforts. The physician made no allegation of product malfunction, and it was believed that acute pulmonary edema followed by pulseless electrical activity contributed to the patient's death.